Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "I have a patient that the bedside nurses were concerned that the PICC was infiltrating at the insertion site because the patient's arm is swollen, red, and warm. However, both arms are like this. They were concerned because the fluid on the biopatch was yellow and patient is on minocycline (our preparations are a neon yellow color). However, I looked under ultrasound while flushing and couldn't see any infiltration happening and was able to aspirate and flush all 3 lumens. I couldn't see any fluid leaking when I flushed". Additional information (B)(6)2023: it was reported by the customer ¿the PICC catheter wasn't infiltrating at the site. It was a misunderstanding by the bedside staff. The patient was receiving minocycline, which when prepared at our hospital is a neon yellow color. The fluid weeping from the patient was also yellow but a serous yellow. Patient was fluid overloaded. Education was provided to bedside staff¿.